Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: thread for the pedicle screw has come loose intraoperatively. No additional information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for lot 6746388 revealed the holding sleeve-long for matrix was manufactured by avalign technologies - nemcomed. Po 1303845, dated (B)(4) 2011, for 100 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision p on (B)(4) 2011. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2011. 100 parts were released to the warehouse on (B)(4) 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.